Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the loss of image and no serial digital interface 1 signal occured due to the broken serial digital interface connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when attempting to test the video system center using a camera head, the b error code displayed, and the image was unable to seen. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no serial digital interface 1 signal due to damaged serial digital interface 1 connector. Additionally, the evaluation found, worn out video connector latch causing poor connection with pigtails and worn-out light source connector causing intermittent connection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.